Manufacturer narrative:
H6: conclusion code 22 and component code . According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, endoprosthesis occlusion.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Additional bare stents were used. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On (B)(6) 2021, the patient presented with foot pain. Computed tomography angiography revealed occlusion of the right limb of the main body. The patient underwent reintervention. Thrombectomy and bare stents were deployed bilaterally and kissing balloon technique was performed. The physician stated as follows; the cause might be that ballooning was performed only the contralateral leg side although the inner diameter of the aorta is as small as about 15 mm. It might had better that kissing ballooning or stent placement was performed during the procedure.